Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss in circuit. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. Fse performed the all manifold test and compressor output tests and all passed. Device was returned to customer and cleared for clinical use.

Event description:
N/a.